Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display screen of the programmer was not working; the stylus touch-pen was not properly calibrated, so the cursor did not align on the screen. It was also reported that the keyboard was broken. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis could not confirm the customer comment that the display screen of the programmer was not working, and that the stylus touch-pen was not properly calibrated; the stylus was replaced and calibrated as a preventive measure. The customer comment regarding a broken keyboard was confirmed; the left and right keyboard hinges were replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.